Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information. F10 adverse event problem, corrected data: initial report inadvertently left out codes e2402. H6 adverse event problem, corrected data: initial report inadvertently did not code b01, c19 and d1001.

Event description:
Additional information received noting that the silastic connector in the patient's neck was very prominent and uncomfortable due to the patient's thin frame. The planned surgery is for patient comfort.

Event description:
Additional information was received reporting that the entire vns system was explanted on (B)(6) 2025. The devices were reportedly discarded after the procedure, and it was also noted that the explant procedure was for patient comfort only. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was scheduled to undergo explant surgery. Additional information received noting that the patient had their device disabled. The reason for the disablement and surgery referral is due to the patent not being able to tolerate the presence of the lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.